Event description:
Additional information received from the hcp reported that the patient¿s neurostimulator had normally depleted three years ago. The patient was referred to the hcp only for explanting. The ins was not replaced as the patient¿s disease had improved and there was no need for it anymore. It was noted that therapy had been turned off for the past three years. See also MFR. Rep. # 3007566237-2013-01688.

Event description:
It was reported the patient¿s stimulators have ¿stopped functioning.¿ it was noted the patient wanted both implants removed. The health care professional was planning to leave the leads and connectors in place and only remove the stimulators unless it was not advised. If not advised the health care professional would send the patient somewhere else to have the system removed. Reference to manufacturer report # 3007566237-2013-01688 for report on second stimulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator. (B)(4).